Event description:
On may 1, 2006 the lay pt contacted lifescan alleging that ther in duo meter was prompting the apply sample message. The following information was obtained. The pt takes diabetes medication per the following regimen. Glyburide, 2 pills at breakfast and dinner; metformin, 2 pills at breakfast and dinner, nph insulin 26 units at breakfast and 28 unis between dinner and bedtime. The pt said the apply sample issue had occurred intermittently for 6 months. She continued to take her unsual medications when she experienced the apply sample issue with the in duo meter in 2006 around 10:00 pm to 11:00 pm, the pt attempted to test with the reported meter while feeling "sluggish". She was unable to obtain a result on the lfs meter. Her husband drove her to the hosp. Where a result of 20.3 mmol/l (365 mg/dl) was obtained on the hosp device. The pt was treated with toronto insulin; the dose was not provided. The customer service agent (csa) walked the pt through attempting to test with the reported meter. The apply sample issue was not resolved. Arrangements were made to replace the meter and insulin doser. The complaint is reported because the pt experienced hyperglycemia and received insulin treatment after she was unable to test with the product.